Event description:
The shaver handpiece was returned with a request for evaluation/service. The customer reported no specific problem or event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for evaluation. The handpiece was tested and found to activate on its own when connected to the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure.